Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address loosening of the stem at bone to implant interface.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 5224467. Device history review was manufactured on february 2014. The DHR analysis of the reported batch shows an initial conformance of this product with regards to its specification if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.